Event description:
Device malfunction: none. Symptom/ae: atrial fibrilation, cardiac arrest. Time of symptom: three days post procedure. It was reported that in 2007, the patient underwent a stenting procedure in the right internal carotid artery. The following month, the patient went to a local hospital complaining of acute shortness of breath. He was found to be in atrial fibrillation, complicated by congestive heart failure and was treated with adenosine. The patient developed ventricular tachycardia and went into cardiac arrest. He was intubated and CPR was performed briefly. The patient stabilized and was given procainamide and lasix. He was extubated two days later and is slowly improving. No additional information is available. Study event.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.